Manufacturer narrative:
Evaluation summary: the most probable cause for the event described is a pt with a large metaphysis region in the femur and an undersized 13 stem for this particular femur. The surgeon both increased the size of the implant from 13 to 14 as well as use the lm version. The fact that good fit was achieved indicates that this particular pt's femur was well suited for the lm stem size. Evaluation: as returned, the device meets specification where measured. The manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the surgeon rasped with a 13mm versys standard rasp and the fit was good. When the surgeon attempted to implant the 13mm stem, it was too small for the prepared femur. The surgeon then decided to ream up and implanted a 14mm stem.